Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger/modem was unable to properly charge a battery. The cause for the failure was isolated to contamination on the battery board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the contamination charger. The patient received a replacement battery charger/modem.

Event description:
After review of a (B)(6) female patient's flag files zoll customer support reported battery charger faults. The patient was contacted and issued a replacement battery charger/modem.